Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2021, a 27mm portico ng/navitor valve was successfully implanted in a patient. The final right coronary cusp implant depth was 3mm and the final left coronary cusp implant depth was 4mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Post-procedure, it was noted via electrocardiogram, that the patient developed a right bundle branch block (rbbb). It's thought to be a result of pulmonary disease or posterior fascicular block. The patient was started on bidaily 50mg doses of losartan and was told to withhold if systolic blood pressure is greater than 120. The patient rbbb is believed to from to the patient's medical history/comorbidities specifically, the patient's patent ductus and pulmonary hypertension. There is no allegation of malfunction against the abbott device or procedure. The patient was stable at the time of report.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the final right coronary cusp implant depth was 3mm and the final left coronary cusp implant depth was 4mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Post-procedure, it was noted via electrocardiogram, the patient developed a right bundle branch block (rbbb). It's thought to be a result of pulmonary disease or posterior fascicular block. The patient rbbb is believed to from to the patient's medical history/comorbidities specifically, the patient's patent ductus and pulmonary hypertension. Based on available information, the reported heart block appears to be related to patient conditions. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6). - portico ng approval study, patient site ID: (B)(6). It was reported that on (B)(6) 2021, a 27mm portico ng/navitor valve was successfully implanted in a patient. The final right coronary cusp implant depth was 3mm and the final left coronary cusp implant depth was 4mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Post-procedure, it was noted via electrocardiogram, that the patient developed a right bundle branch block (rbbb). It's thought to be a result of pulmonary disease or posterior fascicular block. The patient was started on bi daily 50mg doses of losartan and was told to withhold if systolic blood pressure is greater than 120. The patient rbbb is believed to from to the patient's medical history/comorbidities specifically, the patient's patent ductus and pulmonary hypertension. There is no allegation of malfunction against the abbott device or procedure. The patient was stable at the time of report.

Event description:
Subsequent to the previously filed report, additional information was received that on (B)(6) 2025, the patient had a dual chamber permanent pacemaker implanted due to their conduction disturbances. No additional information was provided.

Manufacturer narrative:
An event of heart block, movement disorder, hypotension, dyspnea, and inflammation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the reported heart block appears to be related to patient conditions. The reported movement disorder, hypotension, dyspnea, and inflammation could not be determined. The reported unexpected medical intervention, hospitalization, and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of heart block, movement disorder, hypotension, dyspnea, and inflammation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the reported heart block appears to be related to patient conditions. The reported movement disorder, hypotension, dyspnea, and inflammation could not be determined. The reported unexpected medical intervention, hospitalization, and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the patient's first-degree atrioventricular block with left bundle branch block actually occurred on (B)(6) 2021. A cardioversion was performed as a result. The patient's dizziness was noted on (B)(6) 2021. The patient's right bundle branch block (rbbb) and/or electrocardiogram abnormalities actually occurred on (B)(6) 2023.

Event description:
Clinical information: crd_966 - portico ng approval study, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that on (B)(6) 2021, it was noted on telemetry monitoring that the patient developed a first degree atrioventricular block with left bundle branch block. The patient was started on a 5mg daily regimen of amlodipine and 40 mg of lasix. On (B)(6) 2021, the patient visited for a routine follow up and the patient reported dizziness and hypotension. The patient's at home medications were adjusted. On (B)(6) 2022, it was noted that episodes of light headedness and a dizzy spell. The patient was administered unknown medication. On (B)(6) 2022, the patient was suffering from shortness of breath and went to emergency department. The patient was administered unknown medication. On (B)(6) 2023, the patient was seen for foot swelling. An unknown treatment was performed.

Manufacturer narrative:
An event of heart block, movement disorder, hypotension, dyspnea, and inflammation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the reported heart block appears to be related to patient conditions. The reported movement disorder, hypotension, dyspnea, and inflammation could not be determined. The reported unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.